Event description:
Additional information reported the event resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient could not hold. It was noted that there was abdominal pain and it was painful. It was noted that the patient had cloudy and foamy urine. It was noted that there was laboratory testing. It was noted that the results were abnormal and the culture showed greater than 100,000 cfu/ml citrobacter koseri. It was noted that the patient was resolved without sequelae on (B)(6) 2014. It was noted that actions taken included medications administered which was keflex 500 tid for 5 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a urinary tract infection (uti). It was noted the patient could not hold, had abdominal pain, and cloady and foamy urine. Keflex was administered. The event was considered ongoing. Additional information reported the uti was related to the therapy and not related to the implant procedure or device.